Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and symptoms vomiting, nausea and fatigue. The customer¿s blood glucose level was 476 mg/dl at the time of the incident. The customer treated high blood glucose with insulin pump. Troubleshooting was performed and the customer indicated that they received replace battery now alarm and mentioned that insulin pump battery life was down to 7-10 days. Also, customer reported that buttons were not responding and centre buttons, four arrows and back arrow buttons were delay or lags sometimes which need to be pressed multiple times. Insulin pump was not in auto mode at the time of the event. No further complications were reported. The product will be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 4.11e. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged unexpected battery power loss, charge/battery last less than expected, unresponsive keypad/button error alarm, and high bg found on 27-sep-2022. The pump passed the displacement test, active current test, sleep current test and self test. All buttons function properly no unexpected battery alerts or stuck key alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alerts or stuck key alarms were found in the history files or traces on or near the event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2, motor, force sensor, and harness vibrator assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), minor scratched lcd window. Unexpected battery power loss and charge/battery last less than expected not confirmed during testing or in the pump history files. Exposed to moisture confirmed on pcba 1, pcba 2, motor, force sensor, and harness vibrator assembly. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.